Event description:
Customer reported via a user facility med watch report that the patient desaturated while on the ventilator. The nurse removed the patient, bagged the patient on 100% fio2, restarted the ventilator and placed the patient back on the ventilator. When placing the patient back on the ventilator, the nurse reported there was a message displayed on the ventilator indicating the o2 valve stuck closed. The customer did not know if any alarms sounded. The patient was bagged and then placed on a new ventilator. Customer reported the patient suffered no harm or long term effect. The customer reported hospital biomedical engineering performed extended self testing and performance verification testing and could not reproduce the problem. The date of event was not specifically identified by the user facility on their medwatch report. The user facility reported the date in 2004.